Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). After a couple of squeezes, the pump would stay flat. A surgical procedure was performed in which the existing device was removed and replaced. During explant a hole was found in the cylinder; however, no air was seen in the device. There were no patient complications related to the event.